Event description:
It was reported that the burr became stuck in the lesion. A 1.50mm rotapro was selected for selected for the procedure. During procedure, the rotapro burr became stuck in the lesion. The procedure completed successfully by another rotapro device.. No patient complications were reported.

Manufacturer narrative:
(B)(6).